Event description:
The customer reported that there was a communication error message. This error may result in a system lock up, no boot, or shut down situation. There was no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.